Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported for left side capsular contracture grade 3. The device remains implanted.

Event description:
Healthcare professional reported for left side "capsular contracture grade 3" and "fold to implant". The device has been explanted. Following events observed during explant surgery "device was flipped front to back", "had a vertical crease in the shell", "glandular ptosis".

Event description:
Healthcare professional reported creases and fold of implant. The device has been explanted.